Manufacturer narrative:
Additional information received indicates that the high watts alert was first detected on (B)(6) 2015. Signs and symptoms at initial presentation included hematuria, elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh), and fever 38.6 c/septic condition. Anticoagulation was controlled (inr 2.4). Known risk factors for thrombus included antiphospholipid syndrome (diagnosed at another site). Intervention included lysis with alteplase. After three (3) consecutive thromboses the patient died due to multiple organ failure on (B)(6) 2015. An autopsy was done with the following reported: regarding the pump: no thrombus detected, adequate implantation. Cause of death was multiple organ failure. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. With review of the reported information and as reported, this patient's diagnosed antiphospholipid syndrome, an autoimmune disorder that leads to formation of blood clots in the vasculature, is an identified factor contributing to the reported event. Additionally, it was reported that the patient presented with sepsis which is a known potential adverse event associated with the implantation and use of the device as outlined in the labeling. The cause of the sepsis and relationship to the device is not known. Sepsis is associated with hemostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability) and may also have contributed to the thrombus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis, which revealed an increase in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing, but failed dimensional verification and visual examination. Dimensional verification showed a slight deviation front preload specification and deviations from the rear housing disc curvature specifications. Per an internal investigation, these deviations are not expected to impact pump performance. Visual examination revealed mild to moderate abrasions on the lower housing's ceramic surface and matching inferior surface of the impeller. These mechanical abrasions are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that there were several high watt alarms. Lysis therapy was administered several times. The patient expired. No further information is available with investigation in progress.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
Device manufacture date was incorrect. Device manufacture date is unknown. Log file analysis: a review of the controller log files associated with the event captured, confirmed the reported high watt alarms. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The hvad pump, (B)(4), was returned to heartware for evaluation along with a complete driveline with driveline connector wrapped in impervious material. The pump had been previously disassembled; all seven case screws were absent and the housings were out of alignment. The reported event of "high power" could not be replicated but was confirmed via review of the controller log files which indicates a rise in power consumption and multiple high watt alarms. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.90 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathological report revealed mild to moderate abrasions of the lower housing's ceramic surface and matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. The pathological report also noted a material on the ceramic surface of the lower housing which includes regions that are histologically consistent with thrombosis. Clinical factors that may have contributed to the reported event and patient outcome include the patient's past medical history of antiphospholipid syndrome, recent diagnosis of sepsis and related comorbidities. With review of the available information, the patient's diagnosis of antiphospholipid syndrome (an autoimmune disorder that leads to formation of blood clots in the vasculature) is an identified factor contributing to the reported event. Additionally, it was reported that the patient presented with sepsis though the cause and relationship to the device is not known. Sepsis is associated with hemostatic abnormalities ranging from isolated thrombocytopenia and/or hypercoagulability and may also have contributed to the development of thrombus within the pump. There are patient, procedural, and pharmacological factors that may have contributed to this event. The most likely root cause of the reported event was thrombus formation within the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.